Manufacturer narrative:
The pipeline flex was returned for analysis. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. However, the cause for failure to open and damaged braid could not be determined. Possible cause of failure to open includes damaged braid. Customer reported that vessel tortuosity was moderate and the pipeline flex was re-sheathed less than or equal to 2 times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that angiography showed that the patient's ophthalmic artery segment aneurysm was sac-shaped and unruptured. After the phenom27 microcatheter was in place, dense mesh stent delivery was started. When the microcatheter was withdrawn to expose the tip of the stent, it was found that the distal tip could not be opened. After continuing to deploy it for about 10 mm, the tip still did not open. Continued to wait for 3 minutes and found that the tip still could not be opened. The healthcare provider (hcp) then tried to withdraw the system back to the t bifurcation and push the stent forward to promote opening, but still to no avail. Finally, the stent was withdrawn and the tip part was found to be deformed, so it was replaced with 4.0-18 and the surgery was successfully completed. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU.  The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery segmental aneurysm with a max diameter of 3mm and a 4mm neck diameter. The landing zone was 3.7 mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 1. Angiographic result post procedure was aneurysm.